Event description:
The customer complained a discrepant result with the two anti-e reagents on erytype s rh-pheno double. Anti-e (clone 906) reacted negatively while anti-e (clone ms260/ms12) reacted positively. Customer has sent us the affected sample but not the allegedly defective lot of erytype s rh-pheno double. The pt sample was tested with our retention sample of erytype s rh-pheno double on tango in our quality control lab. The customer results were confirmed. Further testings with different anti-e reagents in the tube technique resulted in positive reactions with some monoclonal reagents and a negative reaction with a polyclonal reagent. After summarizing the test results, we believe that the pt sample has an ew antigen. Therefore, the sample was sent to an external laboratory for molecular typing of the rh formula. We are still waiting for the result. Testing of the quality control lab confirmed the correct function of the complained lot of erytype s rh-pheno double. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.

Manufacturer narrative:
Stn# 125202-06.